Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During implant, there was difficulty implanting the atrial lead. A different atrial lead was used to resolve the event. The patient was stable, and there were no adverse consequences.

Manufacturer narrative:
The reported event was unable to implant. As received, a complete lead was returned in one piece. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.